Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 12. Details of surgery: ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: swelling, bleeding, abscess and fistula. No further patient complications were reported.